Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of a broken bearing was confirmed. Reliability engineering evaluated the device, and the reported problem was confirmed; the bearings in the attachment were damaged, creating an obstruction that would not allow cutter insertion. This condition is indicative of improper or ineffective cleaning and maintenance of the device. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that there are broken bearings in the device. It is unk if the device was being used during surgery. It is unk if there were pt or user injuries reported. It is unk if medical intervention occurred. There was no additional info provided.